Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the alarm is due to air being sucked into the disposable after the supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. Labeling review finds the labeling adequate for the use error in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm on the home choice (hc) during dwell 3 of 4. The technical services representative (tsr) instructed the home patient (hp) to cycle the power and explained the alarm. The hp will discard the supplies and call the nurse. Product surveillance contacted the hp on (B)(6) 2010 regarding the alarm. The hp stated the bag was on a book shelf and as the bag drained, it might have been too close to the edge and fell off. The hp stated she has since moved the bags to the floor and has not had any problems. The hp did not resume therapy that night. The hp went in to the nurse the next morning and was given antibiotics. The hp stated she resumed therapy without further issues and no further medical intervention was given.